Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many sutures broke and how many had the needles detached during the procedure? What is the procedure name? Was another suture used to successfully complete the procedure? Device return status? Related events reported via mw# 2210968-2022-05665, and mw# 2210968-2022-05666.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and the suture was used. During surgery, the suture came of the needle. During surgery, the suture split in half. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/08/2022. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned product determined that it received an empty labeled winding former and a needle suture piece pertain to the product y427h. The visual assessment of the returned sample noted that the swage and attachment area was noted to be as expected; no issues related to pull off were observed. In addition, the suture was examined and the end appears to be cut by a surgical instrument. The product code y427h contains an absorbable suture. As the sample was received open, the time of exposure to the environment could not be determined and the functional tests cannot be performed. The instructions for use do contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/31/2022 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 additional information was requested and the following was obtained: how many sutures broke and how many had the needles detached during the procedure? I think there was 3 what is the procedure name? Unknown was another suture used to successfully complete the procedure? No.